Event description:
It was reported to philips that the system failed to display images. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired the system was in clinical use for a non-emergent examination at the time of the reported event. The procedure was completed as planned by adjusting the shutters and wedges via the touch screen module. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse found that the control module was defective and replaced it to resolve the issue. After replacement, the system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the procedure could be completed as planned by adjusting the shutters and wedges via the touch screen module and imaging was available, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.